Event description:
The customer reported that insulin squirted out while priming. The blood glucose reading was 350mg/dl. Troubleshooting was performed. The caller stated that insulin did drip continuously after the motor stopped. Advised the customer to attach a new infusion set and to restart the prime process. The caller stated that the insulin continued to drip out after the motor stopped, and the customer was not able to prime the infusion set. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump function properly during the rewind and displacement test. However, the device was unable to prime during the prime test as a result of a loose drive support disk.